Manufacturer narrative:
Site confirmed there was no patient injury involved. Service was unable to duplicate issue. The device history record confirms that the product passed, and met all requirements before releasing. Due to the site reporting the device firing on its own, this event is an aro (accidental radiation occurrence), and therefore, reportable.

Event description:
Customer reported that the device's handpiece fired on its own. No foot pedal was plugged in.